Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery, speakers and sensor board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board, internal battery and speakers. The sensor board, internal battery and speakers were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance. The internal battery was investigated by the manufacturer and found the root cause of the internal battery failing was caused by corruption to the sm bus. The speakers were investigated by the manufacturer and the root cause of the speakers failing was due to a faulty internal piezo element.